Event description:
It was reported that the insulin gauge on the customer's pump displayed amounts different from what was expected, with a current fill estimate of 40 units compared to the expected 90 units. There was no adverse impact to the customer's blood glucose level. The customer completed steps to remove air from the cartridge and used room temperature insulin but declined to load a new cartridge, choosing instead to continue using the current one while planning to follow up if necessary.